Manufacturer narrative:
Based on the data analysis, the CT values generated for this patient with the cobas liat test were near the limit of detection (lod) of the test, and through the course of the investigation, a product non-conformance was not identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from the (B)(6) reported the generation of discrepant sars-cov-2 results for one patient when tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system and other platforms [(B)(4)]. For this patient, the cobas liat test generated positive results for sars-cov-2, while the competitor test generated negative results for sars-cov-2. No harm or injury was indicated. The sensitivities of the competitor test was noted to be as follows: (B)(4) - sensitivity less than 10 copies of viral rna based on the data analysis, the CT values generated for this patient with the cobas liat test were near the limit of detection (lod) of the test, and through the course of the investigation, a product non-conformance was not identified.